Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on month date, year with blood glucose of 400 mg/dl. The customer was treated with insulin drip. The customer was not wearing the insulin pump prio to the hospitalization for less than 48 hours. Customer declined troubleshooting. The insulin pump will not be returned for analysis.